Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in-clinic for follow up. Device was found to have reached eri prematurely. When viewing the battery trend, a sharp drop was observed in the voltage with no final plateau. It was also noted that the last capacitor maintenance also resulted in a charge time limit reached alert due to capacitor maintenance. The device was explanted and replaced.

Manufacturer narrative:
No conclusion code available. The reported premature battery depletion was confirmed in the laboratory. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The device was tested on the bench and no anomalies were found. The original battery was returned to the vendor for further evaluation and an internal battery anomaly was found to be the cause of the premature battery depletion.